Manufacturer narrative:
The returned lead was only available in fragments. Four fragments were returned for analysis. The overall length of all fragments was about 61 cm. The whereabouts of the missing fragments is unknown. During the analysis of the lead fragments, it was noted that the insulation of the lead body had been massively damaged by squashing about 7 cm distal of the ligature marking, and there was also damage to the coating of the rope conductor to the ring electrode at just that site. This damage manifestation can with high probability be considered as the cause for the clinical complaint. The observed damage manifestation requires an excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress on the lead due to the "subclavian crush syndrome". X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors for either the lead or the ICD.

Event description:
Ous MDR - after an implantation time of about 48 months, it was reported that the patient came to the emergency room due to shock deliveries and was then admitted to the hospital. The lead and the ICD were exchanged and returned to biotronik for analysis. In addition, it was reported that oversensing was first observed on (B)(6) in the home monitoring remote interrogation. The patient was called in for an emergency appointment in response and was admitted to the hospital for a lead revision. However, the patient declined even after extensive explanation, insisting on a reactivation of the tachy therapies. In response, the patient was discharge against the doctor¿s advice with activated tachy therapies. In between that event and this one where the system was explanted, another oversensing episode in home monitoring occurred and another phone consultation with the patient, who again refused a revision.